Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Based on the informationprovided, the complaint is confirmed. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, CT scans, or physician reports being provided. The DHR was not reviewed due to the part and lot numbers being unknown. There are no indications of manufacturing defects. The most likely underlying cause of the complaint is patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The revision is scheduled to occur (B)(6) 2019. The user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
It was reported that a revision of a fossa prosthesis is planned due to "biological response of the initial clinical presentation." The prosthesis will be removed and replaced with a custom part. Attempts have been made and no further information has been provided. No additional patient consequences were reported.